Manufacturer narrative:
A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The product is reportedly being returned for analysis but wasn't received by the time this report was submitted. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, handling factors appear to have impacted on the event as reported.. If the product is returned for analysis or additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported; "tapering of the end of the guide with stripped central core (rigid)". Additional information received at a later date:"dr told me that when getting the safari wire out of its packaging, and trying to inserting it into the pigtail catheter, he felt some resistance. The distal tip of the wire was unable to get out from the pigtail. He therefore took the safari wire out, and found out that the distal spring coil was dislodged from the core of the wire. The issue was noticed when trying to use the device, while trying to insert it into the pigtail. No contact with, nor insertion in, the patient. Actually, the safari wire was not introduced into the patient. No relationship with anatomy/disease". A hand drawn sketch of the guidewire was provided showing a separation of the coil from the core wire at the distal tip.

Manufacturer narrative:
A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. This testing included a 100% non-destructive proof test of the joints. The device was returned for analysis. As received, the specimen consisted of one-1 safari2 275cm sml crv; returned coiled, loose still loaded through the introducer attachment, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a dim "a" length of 275.90 centimeters, curve dimensions of 4.408 centimeters by 4.390 centtimeters, and a finished diameter of .03430 inches to .03440 inches. A gage bushing certified to be .0355 inches passed over the length of the specimen proximal of the coil damage with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Tthe coil wraps adjacent to the distal tip weld were stretched to expose the distal aspect of the core wire fracture adjacent to the weld mass. The specimen presented a ductile, tensile overload fracture of the core wire with 9.20 centimeters of the core wire protruding though the coil wraps 11.30 centimeters from the distal tip. The exposed core wire presented several multi-directional bends over the distal 2.75 centimeters. The specimen also presented several large radius bends scattered over the length of the wire. The proximal joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. The damage related to the specimen was determined to be related to handling during the procedure preparation and cannot be replicated under normal manufacturing conditions. It was not possible to assign a definitive root cause for the event as reported. If additional information is received a follow-up medwatch report will be submitted.

Manufacturer narrative:
A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicated this product was final inspection tested at lake region medical and was determined to be acceptable. This testing included a 100% non-destructive proof test of the joints. The device was returned for analysis. As received, the specimen consisted of one-1 safari2 275cm sml crv; returned coiled, loose still loaded through the introducer attachment, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a dim "a" length of 275.90 centimeters, curve dimensions of 4.408 centimeters by 4.390 centtimeters, and a finished diameter of .03430 inches to .03440 inches. A gage bushing certified to be .0355 inches passed over the length of the specimen proximal of the coil damage with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Tthe coil wraps adjacent to the distal tip weld were stretched to expose the distal aspect of the core wire fracture adjacent to the weld mass. The specimen presented a ductile, tensile overload fracture of the core wire with 9.20 centimeters of the core wire protruding though the coil wraps 11.30 centimeters from the distal tip. The exposed core wire presented several multi-directional bends over the distal 2.75 centimeters. The specimen also presented several large radius bends scattered over the length of the wire. The proximal joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. The damage related to the specimen was determined to be related to handling during the procedure preparation and cannot be replicated under normal manufacturing conditions. It was not possible to assign a definitive root cause for the event as reported. If additional information is received a follow-up medwatch report will be submitted.